Manufacturer narrative:
Concomitant medical products: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the day prior to the report the patient was walking around in her yard and suddenly felt severe leg cramping as well as severe leg pain. She laid down and it continued to get worse so her son took her to the emergency room. She had high blood pressure ¿161/150 something,¿ but no fever. They gave her dilaudid injections, IV fluids, and oral flexeril. The ER had her turn the device off. They did not determine the cause of the event but told her to call her pain management physician. She called but had not heard anything back. The patient denied any falls, accidents, or traumas. She turned stimulation back on when she got home as turning it off made no change to her symptoms at all. Due to the pain she was unable to sleep the night prior. The patient further reported that stimulation was turning on and off by itself. While on the phone the patient used the patient programmer (pp) to determine if stimulation was on and was asked what button ther were pressing. It was determined the patient was not turning it off herself. It was indicated that the stimulation sensation would come and go, which the patient experienced on the call. The patient was at 2.50 volts. The pp was used to synch again and even though the stimulation sensation went away the stimulation on icon was still showing. It was reviewed that it was possible the patient had a break in the lead or a possible short. The patient reported that since the day prior to the report the device wasn¿t helping her at all and she was going to turn it off since it wasn¿t help anyways. It was noted the patient felt generally sick and exhausted and the flexeril was making her fall asleep. No further troubleshooting could be done over the phone and the patient was redirected to their healthcare provider.